Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. The hp reported that on (B)(6) 2011 he had a check heater line alarm during initial drain. He found out that the connection was loose between the heater bag and the heater line as he had not tightened it all the way. There was solution leaking out and air in the line. Bps advised that when this happens the hp should start over with new supplies as there is a contamination risk, and advised that he tell his nurse about the occurrence. There were no adverse effects reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a check leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.